Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was a breach in aseptic technique further described as patient made a mistake/touch contamination. On an unreported date the patient was treated with vancomycin (dose, route and frequency not reported). It was reported the patient was not hospitalized for the event. The patient was recovered from this peritonitis event. On an unreported date the patient was transferred to hemodialysis and was not retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.